Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that there was a response issue with the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed no visible damage to the keyboard. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.